Event description:
The surgeon implanted an aa4204vl silicone lens. The lens was removed. Reporter was unsure if lens was in the pt's eye or there was any damage to the lens or injector system. No pt injury.